Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of inserter (cartridge) was bent and when the intraocular lens (iol) tried to advance, the lens and the lens haptic tore. No patient contact reported. No further information was provided. This MDR is for the lens. A separate MDR will be filed for the cartridge.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The condition of the return sample do not suggest that there was a product deficiency introduced during manufacturing. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.